Manufacturer narrative:
(B)(4): the complaint device was not returned to bsc for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention (pci) treatment procedure a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed de novo lesion was located in the moderately tortuous right superficial femoral artery (sfa). A 5.0 x 20/135 sterling balloon dilatation catheter was advanced to the target lesion and upon the first inflation for approximately 30 seconds at 10 atms a balloon rupture occurred. The balloon catheter was successfully removed intact and the procedure was completed with a different device. No patient complications were reported and the patient status is good.